Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge system failure alarm. Tissue plasminogen activator was added to the purge. The purge cassette was changed. The patient was in stable condition.

Manufacturer narrative:
H6 medical device problem code a141102 was erroneously entered on the initial manufacturer device report the investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the priming problem could not be determined as no product was returned for evaluation and limited clinical details were provided. Device history review: the necessary materials were not returned for analysis so the serial/lot number could not be identified to complete a phr inspection.